Event description:
Reportable based on analysis completed on (B)(4) 2012 it was reported that during a percutaneous coronary intervention (pci) procedure, the device was found to be defective. Vascular access was obtained via the left femoral artery. The target lesion was located in the left anterior descending artery (lad). A 7fr sheath was placed in the left femoral artery. A 7f cls guide catheter was inserted through the sheath. The .009in x 330cm rotawire was inserted into the 7f cls guide catheter and advanced into the lesion. A 1.25mm rotalink burr was inserted into the rotawire and was used for 6 runs of ablation. A 2.5mm x 20mm apex balloon catheter was advanced over the wire. The balloon catheter was removed not inflated. A 1.50mm rotalink burr was inserted into the rotawire to the lesion and used for 9 runs of ablation. The 2.5mm x 20mm apex balloon catheter was re advanced over the wire to lad. Inflation was performed to 14atms. The device was removed. The procedure was completed with 2 non bsc stents (2.75x 38mm deployed at 12atms, and 2.75x 12mm deployed at 14atms) and post dilation with 3.0mm x 20mm quantum and 3.75x 8mm nc quantum apex balloons. No patient complications were reported and the patient's status is good. However device analysis identified a longitudinal tear in the balloon.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found a build-up of solidified blood inside the inflation lumen. No kinks were present along the entire length of the device. A microscopic examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched from the proximal edge of the distal markerband and extended proximally along the balloon for a total length of 11mm. A microscopic examination of the balloon material and markerbands could not identify any anomalies which could potentially have contributed to the tear in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).